Manufacturer narrative:
Depuy synthes this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission the , depuy synthes, ot its employees caused or contributed to the potential event described in this report. H3, h6: device history review (DHR): part # fgs-1100 synthes lot # 22e013 supplier lot # 22e013 release to warehouse date: 27 jun 2022 supplier: (B)(4). Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the tibial screw of the fibulink syndesmosis repair kit ti shows a suture knot protruding from the tip. This could cause the tensioning sleeve not to detach properly at a distance from the tibial screw, resulting in a suture bridge. According to the surgical technique. Precaution: do not contact the gold tube until the end of the procedure. Removal of the gold tube will disengage the guide tube construct from the link and will prevent procedure completion. Deploy the fibula link and suture bridge: deploy the fibula link and suture bridge by gripping firmly on the clamp and pulling laterally on the silver guide tube about 4 mm. A firm grip closer to the jaws of the clamp may help maintain control of the clamp and prevent slippage off the guide tubes during link deployment. This step will place the link in the fibula and the suture threads of the tensioning cap can now engage the external threads of the link in the following step. Tension adjustment: advance the tensioning cap clockwise until it is finger tight and the desired level of correction is achieved, which must be confirmed by fluoroscopy. Turn the tensioning knob counterclockwise to decrease tension of the fibulink implant as needed. Use fluoroscopy, direct inspection, and/or ankle range of motion evaluation to ensure an anatomic reduction note: due to this mechanical advantage, a torque limiter has been built into the tensioning knob to prevent applying too much tension to the system. In most instance this limit should not be reached. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the fibulink syndesmosis repair kit ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part # fgs-1100; synthes lot # 22e013; supplier lot # 22e013. Release to warehouse date: 27 jun 2022. Supplier: (B)(4). No ncr's generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation surgery for a fracture of the distal end of the fibula (trimalleolar fracture). The posterior malleolar fragment was fixed with a 1/3 circle plate. Next, the fibula was fixed with another 1/3 circle plate. Then, the fibulink was used. The process went smoothly until the insertion of the tibia screw. The silver guide tube was pulled, but the fibula link could not be deployed properly, or the 1/3 circle plate applied to the posterior malleolar fragment was covered on the image and could not be confirmed to be deployed. The surgeon said he could not pull the silver guide tube even a little bit. Therefore, the sales rep determined that the fibula link was not deployed and guided the surgeon to pull the silver tube a little harder. The silver guide tube was then removed from the fibula link along with the gold tube. The fibulink was removed since it was difficult to back the tubes to the fibulink. The surgeon used another of the same product and inserted it. That product was able to be deployed without any problems. The surgery was completed successfully within 30 minutes delay. The patient outcome was reported to be stable. This report involves one fibulink(r) syndesmosis repair kit/ti. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: the expiration date is currently not available. Therefore, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.